Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2018-03497.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-03497. It was reported the patient experienced ineffective stimulation due to both leads being fractured (confirmed via x-rays). As a result, the patient's leads were explanted and replaced. Effective therapy was resumed post procedure.